Event description:
The iab was inserted into the pt on 3/2/98 around 9:00 am and removed on 3/4/98 at 1:00 pm. The iab did not malfunction. The pt had a hematoma in the right groin and no surgical intervention was required. (Event complications: removal required/hematoma-reported 3/9/98.) (Pt's current status: unk-rpt'd 3/9/98.)